Manufacturer narrative:
Initial reporter corrected.

Event description:
Related manufacturer report number: 1627487-2022-00488 and 1627487-2022-00489. Additional information received indicates the patient¿s peripheral leads could not be explanted and remained implanted but disconnected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2021-18717, 1627487-2021-18718, and 1627487-2021-18719. It was reported the during an unrelated back surgery in 2020 the patient¿s leads were cut. As result, surgical intervention may occur on a later date.

Manufacturer narrative:
Event date is an estimate.